Event description:
During initial implant surgery on (B)(6) 2016 the generator showed the warning message of "vbat < eos" during interrogation after the lead was connected. It was confirmed that at initial interrogation, it didn't show an end of service (eos) condition and was programmed successfully with no issues. It was also noted that the generator was in the hospital for at least 45 minutes before use, so temperature was not an issue. He indicated that this warning happened after the device was in the sterile field and with the use of cautery while the generator was in the sterile filed. A back-up generator was therefore implanted. Attempts were made for return of the generator but it has not been received to date.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 the explanted generator was returned for product analysis. Product analysis completed on the generator confirmed an output pulse disabled condition due to a perceived low battery voltage. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant, which may have been a contributing factor. There were no additional performance or any other type of adverse condition found with the pulse generator.